Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of the tip was found cracked during nuclear fragmentation in cataract surgery (with (iol) intraocular lens implant). The surgery was completed after replacing the tip with another one. There was no patient impact.

Manufacturer narrative:
One opened phaco emulsification tip (phaco tip) without a wrench was received in a bag for the report. The returned sample was visually inspected and was found to be conforming. The returned phaco tip was observed to be in one piece and no break or crack was observed. The wall thickness was even at the bevel area of the phaco tip. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The complaint evaluation does not confirm the report. The returned sample was found to be conforming, therefore reported complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phaco tip was manufactured to specification. All phaco tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).